Manufacturer narrative:
As neither products will be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads presented with low out of range pacing impedance measurements. The ra and rv leads were surgically abandoned and successfully replaced. No additional adverse patient effects were reported.